Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that during surgery, mesher not ratcheting back and forth, only working 360 degrees. The ratchet was not able to perform up and down motion. An alternate device was available for immediate use. It is unknown whether there was any patient harm/injury or surgical delay. Due diligence is complete; no further information is available.